Event description:
Pt reports they had been hospitalized earlier, reports being out of hospital for about 2 weeks now. Date of admittance/ discharge or length of hospitalization is unknown. Pt reports that they had called into the pharmacy with a pump malfunction [date not provided) and was speaking with rph for over 3 hours troubleshooting before going to the emergency room. Per review of the pharmacy dispensing system, pump issue was reported to the pharmacy on (B)(6) 2024 and was record was submitted on (B)(6) 2024. Pt reports that the hospital told them that they waited too long to arrive for care and should have came to the hospital 30 minutes after pump issue if it was not resolved. Pt reports that their electrolytes were off and they were off remodulin and restarted in the hospital through PICC line. Pt reports that they have anxiety and ptsd from this event and alarms on their pump now cause them anxiety. It is unk if the malfunction device is available for return. The malfunctioning device serial number is unk, as the suspect device serial number was not reported. It is unk which device is malfunctioning. Per the pharmacy dispensing system, the following device serial numbers are currently checked out to the pt for use. (B)(6)." The maintenance due date(s) are unk. No further info, details or dates available. Pt started using remunity device (B)(6) 2023 (was a self-fill pt prior to current pharmacy-fill). United therapeutic. Reported to (B)(6) by pt/caregiver.